Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) and patient cable were connected to a patient the epg changed to ddd mode after initially being programmed to vvi mode. The epg was changed with a back-up epg in the hospital. It was noted a plastic cover was not used to cover up the epg controls. A new battery was inserted prior to use. The epg and patient cable were returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: cable fracture was suspected on 5433v patient cable. If information is provided in the future, a supplemental report will be issued.